Event description:
On (B)(6) 2011, caire received info of an alleged incident that took place on (B)(6) 2010. On the day of the alleged incident, the pt ("c.g.") Attempted to fill a small portable liquid oxygen tank to a base liberator tank, when the two units allegedly became stuck together. When the pt tried to close the fill lever, the unit(s) leaked liquid oxygen. After unsuccessful attempts of pressing the release button on the liberator base unit, the pt called his provider (leasor of the unit). The provider technician arrived at the pt's home; noting a mist in the home, that the floor was wet, and the pt was barefoot. The pt alleges second degree burns and frostbite to the toes on his left foot, as a result of the incident. The unit provider stated that the involved units were inspected at their facility and are fully functional units. The provider also stated that the involved units are now issued to a new pt.